Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.